Event description:
Pipeline stent would not properly deploy. Stent recaptured in microcatheter. No harm done to patient.

Event description:
Pipeline stent would not properly deploy. Stent recaptured in microcatheter. No harm done to patient.